Manufacturer narrative:
This is addendum to the initial MDR to document the results of the sample evaluation. The sample was received in a contaminated state with the balloon assembly still attached to the mesh. The inflation tube was returned broken and detached from the balloon assembly. The location of the separation is in the area where the tube is fixed to the balloon. All parts are accounted for. Aside from the broken inflation tube no other anomalies were noted. As reported the surgeon performed a primary closure of the defect before attempting to pull the inflation tube through the abdomen. Based on visual examination of the break location and the information provided it appears that the separation was most likely due to forces applied to the device by the user. A review of the manufacturing review was performed and found no anomalies related to the problem experienced.

Manufacturer narrative:
The sample has been received, however at this time the evaluation is in progress and root cause has not been determined. A supplemental MDR will be sent when the evaluation has been completed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a laparoscopic ventral hernia repair, using a bard ventralight st with echo ps device after properly inserting the device into the abdominal cavity through a 12 mm trocar, the retrieval loop on the inflation tube was grasped with a suture passer and pulled up through the primarily closed defect. While pulling the inflation tube up against the abdominal wall the inflation tube broke. The surgeon decided to remove the entire echo balloon device as well as the mesh and started the procedure over with another bard ventralight st with echo ps without any issue. As reported, there was no patient injury or harm as a result of the reported event.